Manufacturer narrative:
Information was received on 3-jan-2020 indicating the event date. Device evaluation completion date: 22-jan-2020. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and found the error code 114 displayed on the screen. The error code 114 was indicating a problem with a motor. Further investigation of the pump found that a faulty motor was the root cause of the issue. Therefore, service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump would not allow the patient to increase the rate of infusion. There were no reported adverse events.